Manufacturer narrative:
The company representative resolve the reported event remotely with the customer. Therefore, the system was not tested on-site. The root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Three potentially relevant complaints were found and reviewed as part of this investigation. As no onsite assessment was performed, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic operating system would not exhibit aspiration during the ultrasound mode. There was no system message displayed. The physician changed to another console and completed the surgery. There is no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).